Event description:
It was reported that interrogation of this pacemaker found that the device had three memory errors that put it into safety core. The device was operating at vvi 72.5ppm, and the sensing was unipolar while in safety core. There was no report of any radiation or other procedures. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. The device was planned to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core, and review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. Additional battery testing was performed and able to identify that the cathode insulation tube was torn, which was determined to the cause for the memory inconsistency. 3191 code was used to denote surgical intervention.

Event description:
This report is being filed with analysis details.